Manufacturer narrative:
(B)(4). Date sent: 1/11/2022. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. If the product is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. Log1389464 is not a valid lot number.

Manufacturer narrative:
(B)(4); date sent: 11/17/2022. Additional information received: device lot number: 26479, dilation performed: yes, indicate type of dilation? Mechanical, date of dilation: (B)(6) 2021, relationship to study device: possible, relationship to primary study procedure: possible, dilation performed: yes, indicate type of dilation? Pneumatic, date of dilation: (B)(6) 2021, indicate type of dilation? : mechanical - pneumatic. If event is serious and device related, according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated? : blank -yes. A manufacturing record evaluation was performed for the finished device batch number 26479, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 1/20/2023. Additional information received: relationship to study device: possible. Relationship to primary study procedure: possible. Indicate type of dilation?: pneumatic. Date of dilation: 16 dec 2021. If event is serious and device related, according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated? : yes = n/a.

Manufacturer narrative:
(B)(4). Additional information received: if event is serious and device related, according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated? : no - n/a. If event is serious and device related, according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated? : blank - no. Relationship to study device : blank - causal relationship. Severity : blank - moderate. Relationship to study procedure : blank - causal relationship. Dilation performed : no - yes. Awareness date : 15 dec 2022 - 06 nov 2023. Start date : (B)(6) 2023 - (B)(6) 2022.

Manufacturer narrative:
(B)(4). Only event year known: 2021. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information received trx_2018_01: 01305-004. (B)(6). Model: lxmc15 device lot number: log1389464. Adverse event term: dysphagia. Date of surgery: (B)(6) 2021. Age (at time of consent): (B)(6). Sex: female severity: severe is the adverse event serious? Yes site awareness date: 13 nov 2021 relationship to study device: causal relationship required in-patient hospitalization or prolongation of existing hospitalization: yes admission date: 15 nov 2021 discharge date: 18 nov 2021 dilation performed: yes indicate type of dilation? Pneumatic diagnostic intervention: yes date of dilation: 17 nov 2021 diagnostic imaging: yes drug therapy: yes observation: yes discharge date : 18 nov 2018 => 18 nov 2021 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported via clinical trial patient experience dysphagia. The event was not related to the study device.

Manufacturer narrative:
(B)(4). Date sent: 11/26/2024. Additional information received: dilation performed : no => yes. Event details: start date: (B)(6) 2023. Alert date: (B)(6) 2024. Country of event: us. Model: lxmc15. Device lot number: 26479. Date of surgery: (B)(6) 2021. Adverse event term: dysphagia. Additional event details site awareness date: 15 nov 2024. End date: 04 mar 2024. Severity: mild. Is the adverse event serious? No. Death: no. Date of death: blank. Life-threatening illness or injury: no. Permanent impairment of a body structure or a body function: no required in-patient hospitalization or prolongation of existing hospitalization: no admission date: blank discharge date: blank resulted in medical or surgical intervention: no led to fetal distress, fetal death or a congenital abnormality or birth defect: no relationship to study device: causal relationship to primary study procedure: causal relationship if related to the procedure, indicate which procedure the event is related to: index intervention/treatment: none: no. Dilation performed: no. Indicate type of dilation? Pneumatic. Date of dilation: (B)(6) 2024. Diagnostic intervention: no. Diagnostic imaging: no. Drug therapy: yes. Observation: yes. Linx explant: no. Other surgical intervention: no. Other intervention/treatment: no. If other specify: blank. Outcome: recovered/resolved. According to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated: n/a did this event result in the patient¿s discontinuation of the study? Yes.

Manufacturer narrative:
(B)(4). Date sent: 2/13/2025. Additional event information: end date: blank - (B)(6) 2021. Updated log line: 2. Updated: outcome: recovering/resolving - recovered/resolved.

Manufacturer narrative:
(B)(4). Date sent: 6/11/2025. Additional information: did this event result in the subject's discontinuation of the study? If yes, complete the study discontinuation form: yes, no.

Manufacturer narrative:
(B)(4). Date sent: 6/27/2025. Additional information: updated log line: 2. Updated: severity : mild => moderate. Updated log line: 4. Updated: severity : mild => moderate.